Event description:
According to the available information the titan touch device was replaced with a malleable device per patient¿s request. The patient was unable to understand how to operate the pump; therefore, preferred genesis. It was noted that he saw the original implanting doctor and when the doctor tried to show him how to use it, it caused him pain. He left the implant inflated all the time. He never went back to implanting hospital. He later sought out new hospital years later and chose to get malleable.

Manufacturer narrative:
A titan touch pump and two cylinders were received. Because examination of the returned components may not conclusively confirm or disprove the report of patient preference, a microscopic examination was not performed. Based on the information provided quality accepts the physician¿s observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to available information, this device required explantation due to the patient not able to use the pump. The patient was unable to understand how to operate the pump. He saw the original implanting doctor and when the doctor tried to show him how to use it, it caused him pain. He left the device inflated all the time. The patient never went back to implanting hospital and years later sought out a new hospital. A malleable device was implanted.